Event description:
Resident was found in between his mattress and siderail, half way onto the floor. Upper body (at chest level) was on the mattress, and lower body was under the siderail and on the floor. He was cyanotic but blood pressure and pulse were present. Pt's color improved after he was removed from between the siderail and mattress.